Event description:
Customer reported "massimo hand held pulse oximeter (rad 57) would not work to provide heart rate or saturation during resuscitation. Probe replaced and moved several times without accurate numbers. Heart rate was >120 registered 60."

Manufacturer narrative:
The returned device was evaluated. During eval the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.